Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was attempting to load a new cartridge, and after cleaning the pneumatic tap area with an alcohol wipe and reloading the same cartridge, they were able to successfully load it onto the pump and resume insulin delivery.